Event description:
It was reported that the ilet user announced a more-than-usual breakfast, resulting in excess insulin delivery and a subsequent low blood glucose. The user treated the event with fast-acting carbohydrates and later reported a blood glucose of 118 mg/dl. Symptoms included hypoglycemia with a nadir of 49 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified announcing an incorrect meal size in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.